Event description:
It was reported that during an unrelated computed tomography (CT) scan, this subcutaneous implantable defibrillator (s-ICD) electrode was found to have tunneled from the xiphoid incision to the pocket. This resulted in lung perforation. The patient was asymptomatic and the physician does not plan as intervene. Information has been requested regarding the electrode serial number and clinic information, but a response has not yet been received. At this time, the s-ICD electrode remains implanted and the patient was stable.

Event description:
It was reported that during an unrelated computed tomography (CT) scan, this subcutaneous implantable defibrillator (s-ICD) electrode was found to have tunneled from the xiphoid incision to the pocket. This resulted in lung perforation. The patient was asymptomatic and the physician does not plan as intervene. The serial number of the electrode was unknown. At this time, the s-ICD electrode remains implanted and the patient was stable.